Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 444 mg/dl. Customer was not at home and mother was calling on her behalf suggested calling health care professional. Customer stated they do not feel okay to do troubleshooting. Customer¿s mother stated that the insulin pump was working fine. Customer¿s mother was advised to change the entire set, reservoir and insulin and treat as per health care professional. Customer¿s mother also stated that they received a calibration not accepted alert and change sensor alert. The device will return for the analysis.